Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation the device failed an active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue. Additionally, the device's air inlet foam filter and particulate filter were replaced preventatively. The device was cleaned and tested and passed all final testing.